Event description:
It was reported that patient presented for the in-clinic follow up. During the interrogation, the threshold measurement was performed and the measured data was unable to be retrieved. Programming changes were performed. There were no patient consequences.